Manufacturer narrative:
Product analysis: analysis noted that no stylus was returned with the programmer. A programmer was added to the programmer but the stylus did not align with the cursor on the screen. The connection between the printed circuit board (pcb) and the overlay was reseated and the stylus was calibrated. Analysis also noted that the power cord door latch tabs were broken and the handle was broken. The power cord bay was replaced and the lower case was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer originally returned as an exchange subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.